Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 252 mg/dl and the sensor glucose was 76 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated her blood glucose was reported as low, but it was 252 mg/dl when a finger stick was performed. The insulin pump informed her to change the sensor. During troubleshooting, customer declined to perform a high-power test, and was advised to change her entire set, insulin, and treat per health care providers instructions. The sensor will not be returned for analysis.